Manufacturer narrative:
Other applicable components are : product ID: 3708660, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension;product ID: 3387s-40, lot # va0vf07, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 3387s-40, lot # va0vf07, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 26-mar-2019, (B)(4); product ID: 3387s-40, serial/lot #: va0vf07, ubd: 23-mar-2018, (B)(4); product ID: 3387s-40, serial/lot #: va0vf07, ubd: 23-mar-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was not receiving adequate therapy from the original implant. Patient has had several programming sessions since the original implant to optimize the system but has not had adequate symptom relief. The surgeon ordered an MRI that showed the lead was not located within the structure to give symptom relief. The surgeon and patient decided to have the system removed and would be re-implanted in three weeks with a bilateral system. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the lead not being located within the structure to give symptom relief was determined and the lead was going to be repositioned. No further complications were anticipated.